Manufacturer narrative:
(B)(4). Visual and dimensional evaluations could not be performed, as the products were not returned. Lot identification is necessary for review of device history records, lot identification was not provided. This device is used for treatment. This complaint is not confirmed as the device was not returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06390.

Event description:
It was reported that two tibial articular surface provisionals were found fractured during the sterilization process. No adverse events have been reported as a result of the malfunction.